Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure coils did not properly occlude her fallopian tube" in (B)(6) 2015. The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: depo vera. Concomitant products included naproxen sodium (napoxen). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depressed"), mood altered ("feeling real moody"), acne ("pimples"), alopecia ("hair loss"), fatigue ("fatigue/feeling real tired"), migraine ("migraines"), headache ("headaches"), abdominal pain ("increasingly painful abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menometrorrhagia ("irregular heavy menstrual cycles/ bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge with very bad odor"), rash ("rashes/breaking out with a rarash on my back and also on my stomach") and complication of device removal ("complications from essure removal"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, anxiety, depression, mood altered, acne, alopecia, fatigue, migraine, headache, dysmenorrhoea, menometrorrhagia, menorrhagia, vaginal haemorrhage, vaginal discharge, rash and complication of device removal outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menometrorrhagia, menorrhagia, migraine, mood altered, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: a week of the essure I started getting really bad headaches. 2 days after the essure my cramps didn¿t go away and started getting worse. She denied any complications or problems that occurred at the time of her essure placement procedure quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported events cannot be totally excluded. However, the events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs. New reporters added. Patient¿s demographics added. Historical and concomitant conditions and drugs added. New events added: feeling real moody, depressed, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), pimples, migraines, headaches, migration of essure device, dysmenorrhea (cramping), vaginal discharge, fatigue, hair loss, rash."essure legal manufacture has changed from bayer healthcare (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: was told during the procedure that the essure device moved and it couldnt be found") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure coils did not properly occlude her fallopian tube" in (B)(6) 2015. The patient's past medical history included multigravida and parity 3. Previously administered products included for an unreported indication: depo vera. Concurrent conditions included hot flashes, vaginal dryness and back pain. Concomitant products included naproxen sodium (napoxen). In 2014, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes/breaking out with a rash on my back and also on my stomach") and hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue/feeling real tired") and vaginal discharge ("vaginal discharge with very bad odour"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, anxiety ("anxiety"), depression ("depressed"), mood altered ("feeling real moody"), acne ("pimples"), abdominal pain ("increasingly painful abdominal pain/ lower left abdomen"), menometrorrhagia ("irregular heavy menstrual cycles/ bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and complication of device removal ("complications from essure removal"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, anxiety, depression, mood altered, acne, alopecia, fatigue, migraine, headache, dysmenorrhoea, menometrorrhagia, menorrhagia, vaginal haemorrhage, vaginal discharge, rash, complication of device removal and hormone level abnormal outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, acne, alopecia, anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, mood altered, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: a week of the essure I started getting really bad headaches. 2 days after the essure my cramps didn¿t go away and started getting worse. She denied any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results: on (B)(6) 2016: hysterosalpingogram impression was unsatisfactory location of the left essure microinsert with unsatisfactory left tubal occlusion, similar to the prior exam. It was reported that essure device was placed improper and that one side was not sealed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea (cramping)¿. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported events cannot be totally excluded. However, the events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2018: reporters added. On 15-sep-2014, she implanted essure (previously reported as (B)(6) 2014). Added event hormonal changes. Updated event and onset dates. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: was told during the procedure that the essure device moved and it couldn't be found") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure coils did not properly occlude her fallopian tube" in (B)(6) 2015. The patient's medical history included multigravida, parity 3 and hypertension. Previously administered products included for an unreported indication: depo vera. Concurrent conditions included hot flashes, vaginal dryness, back pain and asthma. Concomitant products included naproxen sodium (naproxen). In 2014, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced rash ("rashes/breaking out with a rash on my back and also on my stomach") and vulvovaginal rash ("vaginal rash"). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue/feeling real tired") and vaginal discharge ("vaginal discharge with very bad odour/ bad vaginal smell"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depressed"), mood altered ("feeling real moody"), acne ("pimples"), abdominal pain lower ("increasingly painful abdominal pain/ lower left abdomen"), menometrorrhagia ("irregular heavy menstrual cycles/ bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), complication of device removal ("complications from essure removal"), vulvovaginal dryness ("vaginal dryness") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, anxiety, depression, mood altered, acne, alopecia, fatigue, migraine, headache, dysmenorrhoea, menometrorrhagia, menorrhagia, vaginal haemorrhage, complication of device removal and hormone level abnormal outcome was unknown, the abdominal pain lower had not resolved, the vaginal discharge, rash, vulvovaginal rash and vulvovaginal dryness had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, mood altered, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and vulvovaginal rash to be related to essure. The reporter commented: a week of the essure I started getting really bad headaches. 2 days after the essure my cramps didn¿t go away and started getting worse. She denied any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results: on (B)(6) 2016: hysterosalpingogram impression was unsatisfactory location of the left essure microinsertion with unsatisfactory left tubal occlusion, similar to the prior exam. It was reported that essure device was placed improper and that one side was not sealed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea (cramping)¿. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported events cannot be totally excluded. However, the events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added : vaginal dryness, vaginal rash and abdominal pain. Updated outcome of events. Updated onset date of events. Lab data, concomitant condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: was told during the procedure that the essure device moved and it couldn't be found') in a 38-year-old female patient who had essure (batch no. Cs00010 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure coils did not properly occlude her fallopian tube" in (B)(6) 2015. The patient's medical history included multigravida, parity 3, hypertension, cardiopulmonary failure and shortness of breath. On (B)(6) 2016: hysterosalpingogram impression was unsatisfactory location of the left essure microinsert with unsatisfactory left tubal occlusion, similar to the prior exam. It was reported that essure device was placed improper and that one side was not sealed. Previously administered products included for an unreported indication: depo vera. Concurrent conditions included hot flashes, vaginal dryness, back pain, asthma and menses lack of. Concomitant products included naproxen sodium (napoxen). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced mood altered ("feeling real moody/moodiness"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced rash ("rashes/breaking out with a rash on my back and also on my stomach") and vulvovaginal rash ("vaginal rash"). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue/feeling real tired") and vaginal discharge ("vaginal discharge with very bad odour/ bad vaginal smell"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depressed"), acne ("pimples"), abdominal pain lower ("increasingly painful abdominal pain/ lower left abdomen"), menometrorrhagia ("irregular heavy menstrual cycles/ bleeding"), complication of device removal ("complications from essure removal"), vulvovaginal dryness ("vaginal dryness") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, anxiety, depression, mood altered, acne, alopecia, fatigue, migraine, headache, dysmenorrhoea, menometrorrhagia, menorrhagia, vaginal haemorrhage, complication of device removal and hormone level abnormal outcome was unknown, the abdominal pain lower had not resolved, the vaginal discharge, rash, vulvovaginal rash and vulvovaginal dryness had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, mood altered, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and vulvovaginal rash to be related to essure. The reporter commented: a week of the essure I started getting really bad headaches. 2 days after the essure. My cramps didn¿t go away and started getting worse. She denied any complications or problems that occurred at the time of her essure placement procedure. Trailing coils: left 2, right 3. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea (cramping)¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: was told during the procedure that the essure device moved and it couldn't be found') in a 38-year-old female patient who had essure (batch no. Cs00010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure coils did not properly occlude her fallopian tube" in (B)(6) 2015. The patient's medical history included multigravida, parity 3, hypertension, cardiopulmonary failure and shortness of breath. On (B)(6) 2016: hysterosalpingogram impression was unsatisfactory location of the left essure microinsertion with unsatisfactory left tubal occlusion, similar to the prior exam. It was reported that essure device was placed improper and that one side was not sealed. Previously administered products included for an unreported indication: depo vera. Concurrent conditions included hot flashes, vaginal dryness, back pain, asthma and menses lack of. Concomitant products included naproxen sodium (napoxen). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced mood altered ("feeling real moody/moodiness"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced rash ("rashes/breaking out with a rash on my back and also on my stomach") and vulvovaginal rash ("vaginal rash"). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue/feeling real tired") and vaginal discharge ("vaginal discharge with very bad odour/ bad vaginal smell"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depressed"), acne ("pimples"), abdominal pain lower ("increasingly painful abdominal pain/ lower left abdomen"), menometrorrhagia ("irregular heavy menstrual cycles/ bleeding"), complication of device removal ("complications from essure removal"), vulvovaginal dryness ("vaginal dryness") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, anxiety, depression, mood altered, acne, alopecia, fatigue, migraine, headache, dysmenorrhoea, menometrorrhagia, menorrhagia, vaginal haemorrhage, complication of device removal and hormone level abnormal outcome was unknown, the abdominal pain lower had not resolved, the vaginal discharge, rash, vulvovaginal rash and vulvovaginal dryness had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, mood altered, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and vulvovaginal rash to be related to essure. The reporter commented: a week of the essure I started getting really bad headaches. 2 days after the essure my cramps didn¿t go away and started getting worse. She denied any complications or problems that occurred at the time of her essure placement procedure. Trailing coils: left 2, right 3. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea (cramping)¿. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported events cannot be totally excluded. However, the events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-oct-2020: mr received. Lot number and concomitant condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: was told during the procedure that the essure device moved and it couldnt be found') in a 38-year-old female patient who had essure (batch no. Cs00010 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure coils did not properly occlude her fallopian tube" in (B)(6) 2015. The patient's medical history included multigravida, parity 3, hypertension, cardiopulmonary failure and shortness of breath. On (B)(6)-2016: hysterosalpingogram impression was unsatisfactory location of the left essure microinsert with unsatisfactory left tubal occlusion, similar to the prior exam. It was reported that essure device was placed improper and that one side was not sealed. Previously administered products included for an unreported indication: depo vera. Concurrent conditions included hot flashes, vaginal dryness, back pain, asthma and menses lack of. Concomitant products included medroxyprogesterone acetate (depo provera) and naproxen sodium (napoxen). On (B)(6)-2014, the patient had essure inserted. In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6)-2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced mood altered ("feeling real moody/moodiness"), vaginal discharge ("vaginal discharge with very bad odour/ bad vaginal smell") and vulvovaginal dryness ("vaginal dryness"). On (B)(6)-2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced rash ("rashes/breaking out with a rash on my back and also on my stomach") and vulvovaginal rash ("vaginal rash"). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue/feeling real tired"). On (B)(6)-2017, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced anxiety ("anxiety"), depression ("depressed"), acne ("pimples"), abdominal pain lower ("increasingly painful abdominal pain/ lower left abdomen"), menometrorrhagia ("irregular heavy menstrual cycles/ bleeding"), complication of device removal ("complications from essure removal") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6)-2017. At the time of the report, the device dislocation, female sexual dysfunction, anxiety, depression, mood altered, acne, alopecia, fatigue, migraine, headache, dysmenorrhoea, menometrorrhagia, menorrhagia, vaginal haemorrhage, complication of device removal and hormone level abnormal outcome was unknown, the abdominal pain lower had not resolved, the vaginal discharge, rash, vulvovaginal rash and vulvovaginal dryness had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, mood altered, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal dryness and vulvovaginal rash to be related to essure. The reporter commented: a week of the essure I started getting really bad headaches. 2 days after the essure my cramps didn¿t go away and started getting worse. She denied any complications or problems that occurred at the time of her essure placement procedure. Trailing coils: left 2, right 3 discrepancy noted in essure insertion date: (B)(6)2014 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea (cramping)¿. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change.medical records received- new reporter were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.